Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude. Undersensing was also observed on stored intracardiac electrogram. In addition, the patient had near syncopal episodes. Boston scientific technical services (ts) discussed that the presenting electrogram (egm) shows device operating as programmed. This lead remains in service. No adverse patient effects were reported.